Event description:
Healthcare professional reported "complex rupture with multiple folds" and "mixed cystic components". This record is for the left side. Device was explanted.

Manufacturer narrative:
Clarification to b3. Date of event: nov 2025 was reported. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.